Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation periodic maintenance was performed. Review of the device error logs confirmed the occurrence of ventilator inoperative. It was confirmed that the main board malfunctioned due to failure of the outlet pressure sensor and it was confirmed that the writing of the event log was not process properly therefore it is presumed that a failure occurred within the internal data processing. The main board was replaced to address the issue. The device's software was upgraded to version 3.6.5. The inside of the device was checked and it was confirmed that there was no peeling or deterioration of the foam. The device passed all final est. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.